Manufacturer narrative:
Journal article details: title: rescue snorkel technique in a giant ruptured aortic aneurysm with thoracic endovascular aortic repair failure authors: jhonathan uribe, md, msc, héctor malváez, md, silvestre montoya, md, joel sánchez, md, moisés jiménez, md, luciano dzul, md, luis antonio aguilar, md, ernesto díaz, md, gela pimentel, md, joel estrada, md jacc: case reports, vol. 1, no. 5, 2019 doi: https://doi.org/10.1016/j.jaccas.2019.11.014. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented with progressively worsening chest pain, dysphonia, dysphagia, and weight loss. They had a strong stabbing chest pain radiating toward the left scapula, associated with diaphoresis and hemoptysis. A computed tomography angiography (cta) scan showed a ruptured 120 x 130 mm descending thoracic aortic aneurysm. The patient was hemodynamically unstable, according to which, urgent thoracic endovascular aortic repair (tevar) was performed. A 34 x 34 x 212 mm valiant captivia was implanted at the aortic arch covering left subclavian artery (zone 2). Control angiography showed a type ia endoleak. Proximal optimization of the landing zone with a reliant balloon and left subclavian artery occlusion with a 16-mm non-medtronic vascular plug ii were performed with minimal improvement. A second valiant captivia (36 x 36 x 167 mm) was placed at the emerge of the right brachiocephalic trunk, covering the left common carotid artery (lcca). A snorkel technique was performed with a non-medtronic peripheral stent (8 x 57 mm), placing the stent into the ascending aorta directed toward the lcca through an introducer sheath previously placed into the vessel. A final kissing balloon was used to optimize the result. The final angiography showed exclusion of the aneurysm, without residual endoleak and normal flow through the lcca.